Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 310 (mg/dl). The customer had not addressed bg levels at the time of the event. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.